Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00246: neck 3025141-2017-00247: stem 3025141-2017-00248: instrument.

Event description:
A surgeon implanted an ash slide loc radial head replacement system on (B)(6) 2016. At some point post operatively, the head/neck assembly dissociated from the stem. Parts have not yet been explanted.